Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: external control system failureadditional text: bent pin-low voltage advisory multiple alarmsspecific component(s) involved: other component malfunction, specifyadditional text:other component: damaged battery clipscausative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of external controller; other interventions, specifyother intervention : new clips providedimplant device type: lvadmalfunction device type: